Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited noise on the right ventricular (rv) channel, which was oversensed and inhibited rv pacing. It was also noted that there was loss of capture during bi-ventricular trigger pacing, which was triggering off of noise. It was noted that all other lead measurements were stable. Technical services (ts) discussed several possible causes for the noise and recommended evaluating the lead.

Event description:
Additional information was received that a lead revision was performed, during which it was discovered that the patient's subclavian vein had occluded. The lead was explanted and replaced, and the patient received a new device implanted subpectorally as well. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
To date, there have been no reported adverse patient effects related to this clinical observation. All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.